Event description:
It was reported that during a surgical procedure on the knee, the blade broke at the mount. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was successfully completed.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.